Event description:
Patient had their device explanted due to being seizure free and having hoarseness. The explanted product has not been received by the manufacturer to date. No other relevant information has been received to date.